Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain five on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the home patient (hp) close the clamps, disconnected, and cycle power on the hc. The hc went to the end of therapy. The tsr assisted with removing the set and reviewed the therapy settings. The tsr recommended the hp contact their registered nurse (rn) about using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function tests were performed with no issues noted. A simulated therapy was conducted with no issues noted. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was received for evaluation; however the device has not yet been evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.